Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low-level failures alarm, variable 3, was confirmed in the formatted history file due to a cracked solder joint found on pin 6 of the ambient light sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via that the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was 3.7 mmol/l at the time of the incident. Customer states that they are able to clear the alarm but unable to rewind the pump. The insulin pump will not be returned for analysis.